Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, bench testing was performed and determined that the AED was unable to successfully initiate a shock. Further investigation attributed the reported problem to a connection issue with an ic chip.